Event description:
The lay user/patient called lifescan (lfs) in 2005, and alleged that her meter was prompting an error 4 message. The patient reported that she was unable to obtain a reading on her meter. She reported no symptoms at the time of concern. She visited her physician to have her blood glucose tested. The result was 131 mg/dl. After visiting with her physician, she took her insulin. No medical intervention was reported. The patient reported that the room temperature was normal at the time of testing, however, her cleaning technique was not correct. The patient attempted to retest but the issue was not resolved. The meter and supplies were replaced.